Manufacturer narrative:
Pc-000203755 date sent to the FDA: 07/31/2018 device evaluation summary: a needle/suture piece and two suture pieces of product code dc557 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and had still attached a suture piece to barrel hole. No needle pull off was observed. The suture pieces present body fluids and the ends were damaged (dent) that appears to be by the use of a surgical instrument. According the sample condition, no performance - pull off suture needle was observed on the samples.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify did the needle separate from the suture? Did the needle break? How was the needle removed? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle ? Was the surgery delayed? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Is the lot number available?

Event description:
It was reported that the patient underwent a laparoscopic hiatal hernia repair procedure on (B)(6) 2018 and the suture was used. During the procedure, the needle broke off from the suture as the surgeon was removing the needle from the trocar after completing the knot. The needle was found lying on the omentum in the abdomen and was retrieved with no issue. The needle retrieved from the abdomen and surgeon continued suturing until finished with hiatal closure. There were no adverse patient consequences reported. Additional information has been requested.